Manufacturer narrative:
As reported by a healthcare professional, during stent assisted coil embolization of a left vertebral artery aneurysm, a prowler select plus (606-s255x, 17541950) slid from the aneurysm and the enterprise 2 (enc402300, 10619452) could not be recaptured. They had attempted to deploy the enterprise 2 when the prowler select plus slid. Therefore they attempted to recapture the enterprise 2 in the microcatheter, but distal maker part of the enterprise 2 became stuck at tip of the microcatheter. The physician attempted deployments and storage repeatedly, but the issue was not improved. Therefore, the system was removed as a unit from patient¿s body and the enterprise 2 and prowler select plus were replaced. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. No unintended detachment was observed in the vessel or in the microcatheter. The patient¿s vessel was moderately tortuous and no calcified. The products are not available for investigation. No further information was available. A non-sterile prowler select plus 150/5 cm microcatheter was received coiled inside of a plastic bag. No damages were noted on the hub. The microcatheter was inspected and no damages were noted on it. The ID from the microcatheter was measured and were found within specification. The functional analysis was not performed with enterprise received since the stent was received deployed and the delivery tube was not returned for evaluation. However, the functional analysis was performed with lab samples. The received microcatheter was flushed out using a lab sample syringe, and the water came out from the distal end of the device. A 0.018¿ guide wire lab sample was introduced into the microcatheter and it advance smoothly to the microcatheter¿ s distal tip without any difficulty. An enterprise lab sample was introduced into the microcatheter, and it could be advance through the device to the distal end without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter inadequate support could not be evaluated or confirmed. The resistance in the inner lumen could not was not confirmed. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore, no corrective actions will be taken at this time. This is 1 of 2 mdrs being submitted for this complaint with associated report numbers of 1226348-2017-00005 and 3008264254-2017-00010.

Manufacturer narrative:
Concomitant devices included: sheath introducer (6fterumo), guide wire (chikai14, asahi intecc), guiding catheter (slim guide, medikit), y connector (goodtec). (B)(4). Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs being submitted for this complaint with associated report numbers of 1226348-2017-00005 and 3008264254-2017-00010.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a left vertebral artery aneurysm, a prowler select plus (606-s255x, 17541950) slid from the aneurysm and the enterprise 2 (enc402300, 10619452) could not be recaptured. They had attempted to deploy the enterprise 2 when the prowler select plus slid. Therefore they attempted to recapture the enterprise 2 in the microcatheter, but distal maker part of the enterprise 2 became stuck at tip of the micro catheter. The physician attempted deployments and storage repeatedly, but the issue was not improved. Therefore, the system was removed as a unit from patient¿s body and the enterprise 2 and prowler select plus were replaced. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. No unintended detachment was observed in the vessel or in the microcatheter. The patient¿s vessel was moderately tortuous and no calcified. The products were returned for investigation. No further information was available.